Event description:
It was observed during the device evaluation, the uretero-reno videoscope exhibited a stuck angulation rod. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. The probable cause was difficult to determine from the information obtained, but it is possible that the following factors may affect the angle knob sliding. A foreign object bites into the angle knob sliding part (sprocket). The axis of the angle knob was distorted due to external stress such as bumping or falling of the control part. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.